Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6) 2017 and the emergency medical service was dispatched as a result of low blood glucose. Their blood glucose level during the incident was 42 mg/dl. They had passed out and woke up in the ambulance. They were treated with intravenous fluids. They were wearing the insulin pump at the time of the hospitalization. It was noted that the customer was involved in a vehicle accident while wearing the insulin pump. They were the driver at the time of the accident. Their current blood glucose level was 451 mg/dl. Troubleshooting was performed. There was no device malfunction noted. The device will not be returned for analysis.